Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances and loss of stimulation. The patient underwent a lead revision procedure where the lead was explanted and replaced and the patient is doing well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block: h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances and loss of stimulation. The patient underwent a lead revision procedure where the lead was explanted and replaced and the patient is doing well post-operatively.